Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows evidence of damage/crack in the connector. The hemostasis cap was not returned. Reason for return was confirmed. Conclusion: after investigation at medtronic, complaint is confirmed for a cracked cannula body connector. Returned product analysis confirmed the damage to the connector and the hemostasis cap was not returned with the cannula. It is possible that the hemostasis cap was not used when the introducer was placed into the cannula body prior to use and therefore, this complaint would most likely be the result of a use-related issue. This damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing or cracking when it is forced into the connector. Review of the device history record was not completed as there is no evidence to suggest manufacturing issues with the complaint device. In this investigation the manufacturing process was reviewed, and the handle of the affected part is minimum, just pick and place into the packaging, no additional assembly. Product event notification and awareness was given to the production personnel about the implications and consequences that reported defect has on the field. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this cannula, the customer reported that the cannula was cracked at the hub. There was a 1/2 inch visible crack the device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred.